Event description:
The director of nursing called lfs to report the facility's ot basic enhanced meter was reading inaccurately high. The call was documented by ccr. The following information was provided to the "ccr". The following information was provided to the ccr: "date of birth, age, gender, weight of patient unknown to caller. The director of nursing stated that last week, a patient got a reading of 300 on this particular otb meter. The patient was then given sliding scale insulin. The patient went into diabetic shock and was quickly given food and orange juice which stabilized the patient. No further action was taken. The patient has since been admitted to a hospital for anemia and hematuria. Pt was not hospitalized due to issues with the meter or going into diabetic shock. The director of nursing does not feel comfortable with the meter. Replacing. The director of nursing was able to run high and low control tests on their own and stated that they both passed. When attempting to do a checkstrip test on the meter, the director of nursing got "error" and "retest." Optic area looked clean and intact. Meters are being cleaned properly. Teststrips and high control solution were up to date and in good condition. Qc items are stored properly at room temp. And is not exposed to moisture. Also, after the incident with the patient occurred, one of the nurses called the director of nursing who was at home at the time. The director of nursing came in with own accuchek meter and performed a simultaneous blood test on this meter and the otb meter involved. The dir of nursing used the same finger stick and got the following; 400+ (otb) vs. 106 (accuchek)".